Event description:
It was reported that the patient presented with syncope during a follow-up in clinic. It was noted that the right ventricular lead exhibited high capture threshold which resulted to loss capture due to dislodgement that was confirmed via fluoroscopy. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.